Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transapical tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position. Immediately post valve deployment, the balloon to the 23mm certitude delivery system (ds) was deflated and blood was seen in the device. As pvl (paravalvular leak) was present and re-dilation was required, a non-edwards balloon catheter was used for the dilation. The pvl then lessened to trivial. Upon removal of the ds, a pinhole was observed at the distal side of the balloon. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed calcification was present in the landing zone and sinotubular junction (stj). Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon leak was unable to be confirmed as no procedural imagery or device was returned for evaluation. Per training manual, narrow and/or calcified stj are factors that may affect thv deployment characteristics. 3mensio revealed the presence of calcification on landing zone and stj. In this case, it is possible that the valve might have tilted while navigating through the narrow and calcified stj for deployment. The tilting could cause the apices to come into contact with the balloon, potentially leading to a puncture. Additionally, the balloon was expanded in a calcified landing zone. As the balloon inflated, the calcified deposits might have caused the stress concentrations on the balloon, potentially punctured the balloon, resulting in pinhole leakage as reported. As such, available information suggests that patient factors (calcification, narrow stj) and/or procedural factors (valve strut interacts with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.